Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the neurovascular diagnostic procedure was performed when the issue happened, and the procedure was completed as the footswitch was working. The philips field service engineer identified that the wires of the cable footswitch were exposed because the cable jacket leading into the foot pedal was damaged. To resolve the issue the wired footswitch was replaced, and the part was return to analysis and the cable has sustained damage and has been covered with tape. After replacement of wired footswitch, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue did not affect the system. The procedure was completed as the footswitch was working. This event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wired footswitch was not working properly and had exposed wires. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.